Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.